Manufacturer narrative:
The device received with cracked case and cracked battery tube threads. The device received with pump error 43 upon conducting displacement test due to moisture damage on electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was 130 mg/dl. The customer stated that the home screen did not appear on the display. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.